Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced complete heart block. During the implant procedure the implantable pulse generator (ipg) exhibited pacing and sensing problems when the right ventricular (rv) lead was placed in the header of the device. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.